Event description:
The hosp reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection shows that the tension spring components are inside the deployment tube. The complaint is confirmed for nondeployment.